Event description:
The international customer reported the ventilator as a defect on arrival due to an out of specification voltage noted during battery testing. The device was not in use; therefore, there was no patient involvement or harm. As the unit is in warranty, the device will be replaced to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.